Event description:
Pumps alarm high pressure, IV tubing flushes but cannula does not have a kink on removal. Child diagnosed with rule-out sepsis, on 2 antibiotics.

Manufacturer narrative:
If a sample is received, a supplemental report will be filed. (B)(4).